Manufacturer narrative:
Based on the additional information received, the device causality was assessed as unrelated to the event, and therefore, this event no longer meets reportability requirements and is no longer deemed reportable.

Event description:
Additional information was received indicating the patient had pre-existing diabetic retinopathy.

Manufacturer narrative:
The lens was returned for evaluation. Microscopic examination found the lens cut in 2 pieces. One haptic is missing and was not found. Microscopic examination found the center of the optic white and has a cloudy ring appearance. The investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Although requested, the lens was not returned for evaluation. Additional information regarding the event was requested but not received. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, a root cause could not be conclusively determined.

Event description:
It was reported that approximately 23 months after implantation of an intraocular lens (iol), the lens was explanted and replaced with a different model iol due to the initial iol becoming cloudy. Additional information was requested, but not received.